Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high ammonia (amm) and magnesium (mg) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. It is not known if the patient treatments were affected.

Manufacturer narrative:
Qc was within the established ranges before and after the event. A bci field service engineer (fse) visited the site on (B)(4) 2010. The fse noticed wash buffer on sample mixer paddle. The fse removed and cleaned mixer and mixer wash stations. The fse recalibrated and performed carryover tests to verify that the stations were clean. The results were acceptable. The fse performed 10 replicate precision tests on amm and mg. All results were within the specifications. The issue was resolved. This report is linked to medwatch reports #2050012-2010-01468, 2050012-2010-01469, 2050012-2010-01470, 2050012-2010-01471, 2050012-2010-01472.